Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose was 283 mg/dl. The customer¿s blood glucose level was 331 mg/dl at the time of the incident and the current blood glucose was 92 mg/dl. The customer had symptoms such as nausea and vomiting. The customer was treated with blousing, manual injections and intravenous fluid. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.